Event description:
It ws reported that the insulin pump had physical damage. Customer stated that the insulin pump was dropped. The insulin pump had blank display and it was broken. Advised customer to verbally and in written form to return broken insulin pump for analysis. Customer's blood glucose was 328 mg/dl. No further information provided.

Manufacturer narrative:
Pump was received with cracked and bleeding on lcd glass and cracked display window corner.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4)